Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. During the reported event, the patient experienced a hypoglycemic event. Patient's mother treated the patient with juice. At the time of contact, the patient reported current condition as "ok". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in medical intervention.